Manufacturer narrative:
The insulin pump was received with blank display problem isolated to connector. We were unable to performed displacement, rewind, seating and basic occlusion due to blank display. The insulin pump was received cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.